Event description:
The customer later reported that the event occurred at the end of the cysto procedure. When the technician turned the laser off, the shield did not closed. The technician tried turning the laser back on and tried a different outlet. However, the patient was successfully treated with the laser.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, d9, h3, h4. H6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely caused by a component failure (power supply, physical damage). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the powered laser surgical instrument would not power on. The sound of the fans powering on lasted for about 2 seconds before it could be heard powering down, and then a burning smell was noticed. The issue occurred during an unknown unspecified procedure. There were no reports of patient harm.